Event description:
Foley catheter was placed prior to operating room for planned cesarean section (c/s). After c/s complete, the doctors performed fundal massage and foley catheter fell out. The foley balloon was only inflated on one side. The fluid was removed, and it proved there was 10cc in balloon. It was re-inflated multiple times (outside of patient) and only inflated on one side. Required a replacement of new foley catheter in patient. Ref # on package a942214.